Event description:
It was reported that during a ptca procedure, the balloon catheter and guide wire crossed the lesion together. The balloon catheter was inflated to 8atm and upon removal of the balloon catheter, it was noted to be stuck with the guide wire. The two devices were removed as a single unit. Upon confirmation of the lesion on cine, a spiral dissection was noted and the lesion was totally occluded. Additional ptca was attempted, but the balloon catheter would not cross. An iabp was inserted and the procedure was finished. The iabp was removed the next day.